Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
"The iabp was found to be oozing blood, and the balloon was considered to be ruptured. Rupture of the balloon, emergency ultrasound showed that the balloon was stuck in the opening of the femoral artery, and a femoral arteriotomy was performed to remove the balloon". Additional informaiton states that the iab catheter was replaced. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-01131.

Manufacturer narrative:
(B)(4).

Event description:
"The iabp was found to be oozing blood, and the balloon was considered to be ruptured. Rupture of the balloon, emergency ultrasound showed that the balloon was stuck in the opening of the femoral artery, and a femoral arteriotomy was performed to remove the balloon". Additional information states that the iab catheter was replaced. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-01131.